Event description:
Additional information received indicated that surgery took place on (B)(6) 2016, where lead was removed and replaced. Patient has good stimulation, post-operatively.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported that the patient's drg lead has migrated resulting in patient no longer receiving effective stimulation. Surgery has not taken place but is anticipated at a later date.

Event description:
A review of the manufacturers device registration system indicates a replacement lead was implanted.